Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with their infusion sets. The customer stated they're having reoccurring insulin flow block alarms with different sets while not connected to body. Blood glucose value was 364 mg/dl at the time of the incident. Troubleshooting was not performed for the high blood glucose value but troubleshooting was performed for the issue with the infusion sets. Troubleshooting was stopped when it was discovered that the customer was using expired reservoirs. The device will not be replaced or returned.